Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst indicated that the helix extended and retracted smoothly and within specification.

Event description:
It was reported that during the implant procedure the physician had difficulty placing the lead. The lead helix spun with no traction even though physician slowly rotated the end over 30 times. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.